Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1 (initial reporter facility name: (B)(6)).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the medication was not showing up to be loaded into the station. The customer stated that the user was able to manually dispense the medication for the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was visible on the profile but not appearing on the load. A technical support specialist checked a new sample patient detail was provided for further investigation and was included for reference. The tss connected to the hospa station and verified that it was communicating properly. Requested the customer to confirm the impacted medication ID and the timestamp of the occurrence to assist with further investigation. As no update had been received from the customer, a follow-up message was sent indicating that the case. But no response received from customer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the medication was not showing up to be loaded into the station. The customer stated that the user was able to manually dispense the medication for the patient. There were no delay or adverse events or injuries reported based on this event.